Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer had scratches at lcd display. No further information provided.